Event description:
It was reported that a patient received an acessa procedure on (B)(6) 2026. During the procedure 5 fibroids were treated and ablated. It was observed during the procedure that the temperature for the pads was reading 39 and 40 degrees celsius which is expected per the normal functioning of the device. The staff present during the procedure suggested using ice pads to cool the thighs of the patient. It was observed additionally that the pads were placed inverted as recommended per the IFU. A tenaculum was used during the procedure additionally. When the procedure was completed when the pads were removed from the patient´s leg skin was observed missing from the right grounding pad at the inner thigh. The injury was located under the bottom portion of the grounding pad and was approximately 1 inch in diameter. Customer applied polysporin to the wound. The pads were disposed. Additional information was later received from the physician´s perspective it was reported that the pads were placed upside down. As the polarity of the pads was placed towards the patient´s torso and not towards the patient´s feet. Temperature only reached 41 degrees celsius during the procedure and when the pads were removed an area of approximately 1 inch was peeled off. Physician believed it was a first degree burn related to the pad placement. It was discussed that if a large number of fibroids were treated and the pads were incorrectly placed it could lead to a temperature of 41 degrees celsius only appearing with a small area of burn that could lead to a burn. Discussion on using a ¨bear hugger¨ underneath the patient in cooling mode could help reduce the temperature of the pads. It was concluded that the patient presented with a small first degree burn from the return electroplate that was most likely placed improperly, preventing the safety system from functioning as intended. The hospital acknowledged a plan to do education on pad placement and to review the IFU for correct pad placement.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.